Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin pen needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin pen needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (10) 1/2cc, 8mm, 30g syringes in a sealed poly bag from lot # 7044954. Customer states that the professional had a needle stick because the needle was through shield. The returned poly bag was examined and exhibited one syringe with the cannula through the shield, exposing the cannula. Since the cannula was exposed, this could lead to a needle stick. Samples were forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received ten (10) 0.5ml, 8mm, 30g syringes in an unopened polybag from batch # 7044954. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. One (1) sample was noted to have a cannula through the shield, approximately halfway down the length of the shield. Potential root is likely to be a misalignment during shielding of the needle assembly on the needle lines. A review of the device history record was completed for batch# 7044954. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200683961, 200683893, 200684633, 200684583] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for cannula through shield and needle stick on lot # 7044954. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.